Event description:
Per the clinic, the patient experienced pain and swelling around the implant site and subsequently was treated with antibiotics (specific date, type and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.